Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user applied a new libre 3 sensor and repeatedly received scan error messages despite multiple scan attempts, and she planned to obtain replacement sensors from the pharmacy while manually entering glucose values in the interim. Symptoms included no reported adverse clinical effects. Outcomes included no impact on blood glucose control and no need for medical care. Investigation included technical troubleshooting and user education, and referral to the sensor manufacturer for replacement. Investigation of this case revealed a suspected faulty sensor with unsuccessful scanning. It was concluded that the event was related to sensor malfunction without patient harm.